Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Patient entered in a & e on (B)(6) 2021. Patient was catheterized, then transferred in the early evening to the classic medical department. On (B)(6) at 8 am, the nurse found the catheter on the floor with the balloon deflated. At 10am the patient was re-catheterized. At 12noon the patient's bed was wet. During the check the nurse noticed that liquid was flowing from the balloon valve. The catheter fell off when handling the catheter. There was no issue after the 3rd catheterization.

Event description:
Patient entered in (B)(6), on (B)(6) 2021. Patient was catheterized, then transferred in the early evening to the classic medical department. On 25 march at 8 am, the nurse found the catheter on the floor with the balloon deflated. At 10am the patient was re-catheterized. At 12noon the patient's bed was wet. During the check the nurse noticed that liquid was flowing from the balloon valve. The catheter fell off when handling the catheter. There was no issue after the 3rd catheterization.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed qa inspection. 2 pieces of actual sample were returned for investigation. Based on the complaint description, it was likely that the balloon has leaked. Visual inspection conducted and observed tear on distal area on balloon sleeve. Close examination under high magnification lens revealed a clear cut at the distal end of the balloon sleeve area. Such cut mark could be due to the balloon sleeve area had contact with sharp tool that causing pierce to the area and lead to balloon leak. Closer examination under high magnification lens, it was observed a hole and a scratch mark was present at that area. This appearance is likely due to the funnel body had come in contact with sharp object during handling which causing the funnel to damage and deteriorated. In current standard operating procedure, according to spm-asl-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, such cut mark and hole observed on both samples could likely occurred due to in contact with sharp or pointed object. Therefore, this complaint could not be confirmed as stated.